Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's performed a supply change to address the occlusion alarm. During the supply change, multiple cartridge change error messages occurred with multiple new cartridges during the loading process. The customer's blood glucose level was 199mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.